Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode. The device was explanted and replaced. The device is not expected to be returned for analysis as it was disposed of. No additional adverse patient effects were reported.